Manufacturer narrative:
The pump has been returned and evaluated by product analysis 11/01/2013 with the following findings: during testing, the display screen text was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration of text. Unrelated to the complaint, evaluation revealed a crack at the opening of the battery compartment extending down to the primary seal. Also unrelated to the complaint, evaluation revealed that the ok keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. There was no visible damage found on the keypad. The keypad cover was removed and contamination was found under the contacts of all buttons. Also unrelated to the complaint, evaluation revealed that the audio bolus button was unresponsive and hard to push. The audio bolus button cover was removed and the internal plug contact was found to be misaligned and contaminated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim and fading. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.